Event description:
It was reported by the customer that patients are having issues with getting drug to infuse when an extension set is attached to their PICC line. No information was received regarding any serious injuries as a result of this product issue.